Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and since the fall the right ventricular (rv) lead exhibited an acute threshold increase. Possible lead fracture is suspected. The rv lead was removed and replaced. No patient complications have been reported asa result of this event.